Event description:
It was reported that patient underwent hip procedure on an unknown date. Revision surgery was performed on (B)(6), 2012 due to fracture of the taperloc stem neck. No further information has been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Manufacturer narrative:
Product was returned and evaluated. It is clear that the device failed through fatique fracture, it is not so clear as to the root cause. There are a number of factors that can effect the performance of the taper including debris in the taper interface, damage, improper seating due to suboptimal impaction and malalignment. These factors and related recommendations are listed in the magnum packaging insert. The radiographs seem to indicate that the acetabular component was well positioned, suggesting that this was not a cause of some noted wear stripes. This would indicate there was some joint laxity. In addition, the fact that the stem was lateralized and had a high offset supports the possibility there may have been some soft tissue laxity. The stem failed as a result of fatigue failure, possibly as a result of fretting/galling at the taper interface. The fretting process may have been exacerbated by eccentric loading due to joint laxity, but without further information, this cannot be confirmed.